Event description:
The hosp biomed contacted the MFR to report that the dual drive console had a vacuum problem. They indicated by the time they arrived the driver had already been swapped off the pt and they were unclear on the details of the problem the unit experienced. The next day, a MFR service tech arrived on site to repair the driver. It was reported to him by the nurse that the unit had also shut down.